Event description:
On (B)(6) 2012, the reporter contacted animas to report air in the cartridge and that her blood glucose levels were up to 425 mg/dl with no ketones or signs/symptoms of hyperglycemia. She stated she felt part of the reason why her blood glucose levels were elevated was due to the air in the cartridge and because she did not bolus for the pasta she ate. The patient had already changed out the entire infusion set prior to contacting animas and was in the process of correcting for her blood glucose elevation. The animas customer support representative reviewed the patient's cartridge fill technique and noted that the correct techniques were used. The reported issue was not resolved with troubleshooting. The reported issue did not cause or contribute to an adverse event since the patient¿s reported blood glucose levels with the absence of ketones or symptoms did not meet animas criteria for a serious injury. However, this complaint is being reported due to the unresolved issue with the cartridge.

Manufacturer narrative:
Follow-up #2 date of submission 12/20/2012 - device evaluation: the cartridge has not been returned but a retained sample was evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
Follow-up #1 -correction (submission 10/29/2012). The initial that was submitted on (B)(4) 2012 had the wrong date noted in the incident description. The reporter actually reported the issue on (B)(6) 2012 and not (B)(6) 2012.